Manufacturer narrative:
Vyaire medical file identification: (B)(6). The device was not returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the unit was not repaired. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator gives transducer fault (xdcr). Furthermore, there was no patient associated with the reported event.